Event description:
Healthcare professional reported "deflation" and "patient's concern with the product". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.4, d.3, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Deflation: observed opening assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). As per the investigation procedures creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation" and "patient's concern with the product". This record is for the right side. Device has been explanted and replaced.